Event description:
Per bsc, atrial lead dislodged and was lodged in the rv. Diaphramatic stimulation and vt were observed. Lead was damaged when gaining access and was replaced. New lead was tested with acceptable numbers.

Manufacturer narrative:
The analysis did not reveal any sign of a material or manufacturing problem. In particular, the analysis did not show any deviations from the specifications that might be related to the dislodgement mentioned in the complaint description. The cuttings in the outer insulation and the deformations of the outer wiring are probably due to the explantation procedure.